Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced under-dosing of baclofen and symptoms included a sudden and severe onset of spasms, very high blood pressure, and nausea and vomiting. The event resulted in hospitalization of the patient and the entire catheter was replaced on (B)(6) 2014. The event was noted as related to the device or therapy and unrelated to the implant procedure. The event resolved without sequelae on (B)(6) 2014. The pump was being used to deliver baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information later reported medication withdrawal symptoms. Suspected catheter malfunction with symptoms of therapy cessation, although no tests definitively demonstrate catheter malfunction. Diagnostics included device interrogation results, normal. A CT scan with contrast was performed (B)(6) 2013 and the catheter appeared intact and an x-ray also performed on (B)(6) 2013 also showed an intact catheter.

Event description:
Additional information was received and it was reported that the patient first exhibited symptoms on (B)(6) 2013.